Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery for the mesh on (B)(6) 2010 during which the surgeon noted the mesh was contained throughout the area of concern and seroma. The removal was a long and tedious process. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2012. It was reported the patient experienced severe pain, nausea, diarrhea, chills and inflammation. The other implanted product is captured in a separate file. No additional information was provided.